Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a surgical procedure to replace the device due to inability to inflate. During the procedure no device issue could be confirmed. The ipp was removed and replaced with a device. There were no patient complications.